Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient alleges the device is not delivering insulin correctly. Blood glucose values the last two days have been around 500 mg/dl. No adverse event reported. A request was made for the return of the device.